Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had a high blood glucose reading of 450 mg/dl at the time of the incident. Customer's current blood glucose was 222 mg/dl. Customer treated with a shot of 3 units using an insulin pen. Customer was assisted with performing the high pressure test and the pump passed. Customer was advised to do a complete set change. Customer was successful in testing the whole pump. Customer wasn't letting the insulin warm up before putting it in the reservoir. Customer was told that it can cause air bubbles. Customer has been having constant high blood glucose and was advised to talk to his health care provider about his basal rates. Customer will be sent a replacement infusion set.